Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a post-operation implant check. Upon interrogation, the right atrial lead exhibited loss of capture and no sensing. Lead dislodgement was noted. The lead was repositioned successfully on (B)(6) 2018. The patient was stable throughout.